Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screw head stripped, could not advance the screw further or remove. The surgeon cut the remaining screw off to bone level. This issue caused a 45 minute delay in surgery.